Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seal failed to load properly as they did not fold when depressing the green buttons. When squeezing the green button on the loader, the seal did not roll properly. The hospital did not report any pt effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2013-00308 for the related report.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation result, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).